Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and myocardial infarction, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. The procedure on (B)(6) 2016 was at a different hospital. The patient presented with a non st elevated myocardial infarction. The vessel was determined to be greater than 2.5 mm. Pre-dilatation was performed with a 3.0 x 15 mm nc trek balloon catheter inflated to 12 atmospheres for 20 seconds. The residual restenosis was less than 40%. A 3.0 x 23 mm absorb gt1 scaffold was implanted. Post-dilatation was performed with a 3.75 x 15 mm nc trek balloon inflated to 18 atmospheres for 20 seconds. The final angiographic residual stenosis was less than 10%. Optical coherence tomography (oct was performed and the scaffold was fully apposed to the vessel wall. On (B)(6) 2016 the patient presented with a st elevated myocardial infarction. Thrombosis was suspected, there was no imaging performed, which was treated with a 3.0 x 15 mm nc trek balloon catheter. It was confirmed that the patient was not on dual antiplatelet therapy. The patient is doing fine. No additional information was provided.